Event description:
Asahi microcatheter corsair was used for heavily tortuous and heavily calcified lesion at distal of lad. When attempting to cross the lesion, physician noticed the breakage of the catheter, removed the catheter, procedure was completed with exchanged new same device.

Manufacturer narrative:
Upon inspection of returned device, it was found that the tip end of catheter is broken and fractured. Separated portion was not found in the returned items. Trace of separation by pulling apart force was observed at the breakage site of the tip. It is presumed that the tip end of corsair micro catheter was caught by heavily calcified lesion, where removal manipulation with excessive force was applied, resulting breakage of tip end by tip end by the force exceeding the product design limit. IFU describes: "do not use in advanced calcified lesion" as one of the contraindications and prohibitions. Warning section of the IFU describes; "if any resistance or something abnormal is felt when operating this product, do not continue the operation while the causes are unclear. If it is suspected that the product is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. Continuing the operation while the cause of the problem is not identified may cause damage to or rupture of the catheter."